Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl and treated with manual injection. Customer reports they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer reported that the insulin pump did not worn during a medical procedure. Customer stated that they remove the infusion set from body and the cannula was bent. Customer stated that they performed displacement test and high pressure test and test results was passed. The devices will not be returned the product for analysis.